Manufacturer narrative:
All available information was investigated, and the reported difficult leaflet grasping could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult leaflet grasping was due to challenging patient anatomy (posterior leaflet motion). The cause of the reported tissue injury was unable to be determined. The reported unchanged mr was likely a cascading effect of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization, unexpected medical intervention, and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+. A ntr (lot: 31122r1074) was chosen for implantation utilizing steerable guide catheter (sgc)(lot: 31207r1052). The patient presented with posterior leaflet p3 prolapse and pre-existing chordal rupture. The ntr was attempted to be placed a3/p3, but due to the posterior leaflet motion, grasping was difficult. After multiple attempts the ntr was able to grasp and was implanted. After implantation a perforation of the posterior leaflet was observed. Mr increased to grade 4+. A second xtr clip (lot: 40102r1026) was attempted but was not implanted without device issue. The patient was sent to cardiac surgery. The physician though the sgc could not give enough supporting strength and had some problems.